Manufacturer narrative:
Evaluation summary: one used ls1020 ligasure device was received, and examination of the sample confirmed the reported issue. Visual inspection found the body weld had split across the top of the handle. The split weld caused issues with opening the jaws of the device. A review of the device history records for this device found no potentially contributing factors from the manufacturing process, and a detailed examination of the broken weld found signs of an adequate seal during manufacture. The investigation could not determine the cause of the broken weld. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device would not open after application to tissue. No patient injury occurred or medical intervention required.